Event description:
It was reported that this pacemaker exhibited a red alert which indicated that the device was operating in safety mode. The patient plans to undergo a device replacement procedure. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a red alert which indicated that the device was operating in safety mode. The patient plans to undergo a device replacement procedure. At this time, this device remains in service. No adverse patient effects were reported.